Manufacturer narrative:
On 18-may-2023, mentor received additional information about the event: the patient age at the time of event is 74 years old. The patient¿s race is african american and her ethnicity is not hispanic/latino. Mentor also became aware of the following: the correct implantation date is (B)(6) 2022. The correct explantation date is (B)(6) 2023. The patient had only her right breast prosthesis explanted and it was replaced with a mentor smooth round moderate plus profile 400cc saline breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with a mentor smooth round moderate plus profile 375cc saline breast prosthesis developed baker grade iii capsular contracture in her right breast post implantation. Deflation of the patient¿s right breast prosthesis was diagnosed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2022. The reported implantation date is before the manufacture date of the suspect medical device. Additionally, the reported event date is after the reported explantation date. Mentor will report the dates as received. If clarification is received, a supplemental report will be submitted.